Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by 13.15%. There were no reported adverse events. There was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing was within published specifications. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.